Manufacturer narrative:
(B)(4). Batch # m53c4d. Additional information was requested and the following was obtained: did the device start to staple and cut but could not be completed? Did the device fully staple and partially cut? Both firing the device did not cut or staple. The analysis results found that one 6r45b reload was received in good visual condition and partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, (making the gastric pouch) the linear stapler locked in the middle of the firing (second fire). After changing the reload, the same problem was noted: the cut locking in the middle of the firing line. It was requested by the surgeon to replace the reload and the problem does not happen again. There were no adverse consequences for the patient.